Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead (rv lead) exhibited high pacing threshold, through computerized tomography (CT) scan, it was noted that the rv lead was found dislodged. During procedure, it was reported that the helix of the rv lead failed to extend and retract. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix extension and retraction anomalies were confirmed while the reported events of dislodgement and inadequate capture were unconfirmed. As received, a complete lead was returned in one piece for analysis. Final analysis of the lead found the inner coil was over torqued. The cause of the reported helix mechanism malfunctions was isolated to an over-torqued inner coil, consistent with procedural damage. No other anomalies were identified.